Event description:
While the ventilator was connected to a pt, it started alarming "expiratory minute volume high." The respiratory therapist was unable to adjust the ventilator and it was switched out. The ventilator made a loud whooshing sound. There was no pt injury reported.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility. Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.